Manufacturer narrative:
Two devices were received and were reported as 0695s. Upon examination of the samples it was found that the devices were not manufactured by megadyne medical products. We consider this matter to be closed.

Manufacturer narrative:
Without lot number information, we are unable to identify the manufacturing date. Complaint history for the last 2 years does not show any reports due to this same report. The shaft is sold as a non-sterile device and indented for sterilization by the user facility and intended for the attachment of a sterile tip. At this time, all attempts to gain access to the device or additional information have been unsuccessful. A review of product history reveals this device to be a reliable component of electrosurgery and there is no evidence to suggest device defect or malfunction. Megadyne determined to report this event based on information that a burn occurred on the patient's fallopian tubes and intervention may have been required. Megadyne has requested additional information and made requests for the device to be returned for further investigation and evaluation.

Event description:
Two (2)x gynnae patients fallopian tubes were burnt in surgery while using megatip and reusable indicator shaft.